Manufacturer narrative:
Additional information: section a-3b patient gender: male section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4619 ¿ glare and visual disturbance - dysphotopsia section h-6 health effect - clinical code: 2140 ¿ glare and visual disturbance - dysphotopsia all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The diu150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to patient complaints of difficulty with glare and blurred vision while driving at night, and difficulty with reading, the iol was explanted in a secondary surgical procedure; replacement iol information is unknown. There are no daily activities that the patient cannot perform that he was able to prior to the surgery. There was no incision enlargement, no medical attention, no medication prescribed (outside of standard care), no procedural delays, no suture(s), and no vitrectomy during the lens exchange procedure. Best corrected visual acuity (bcva) pre-operative was 20/40+1 and post operative was 20/25+1. Patient prognosis post lens exchange was reported as fully recovered. The iol directions for use were followed. No further information is available.